Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implantation. At an unknown time post-op, a screw broke on the left side and was explanted. At an unknown time post-revision, a screw broke on the right side and was explanted. No further details are known at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.